Manufacturer narrative:
The device was not sent in to stryker for evaluation. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.